Event description:
Reportedly, during a scheduled follow-up, a premature battery depletion was detected on the pacemaker involved in this MDR. The day of the explant, it was impossible to interrogate and absence of pacing was observed (escape spontaneous rhythm at 30min-1 observed). The device was returned for analysis.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.